Event description:
During night shift pt fell while trying to get out of bed to go to bathroom. Bottom rail was down but should have been up because they are prone to falls; pt is very weak on legs and had fallen twice while trying to get back into bed.